Event description:
The report received from the database indicated that the indication for the index procedure was a non-st elevation (nstemi) acute myocardial infarction (ami) with the onset of pain occurring greater than or equal to 24 hrs and less than or equal to 72 hrs (=>24 and <=72 hrs). The troponin levels pre and post-procedure were greater than or equal to 5 times the upper limit of normal +>5times uln. During the interventional procedure after elective placement of a cypher select 2.75 x 13 mm stent at 14 atm, a type a dissection was noted. The target lesion was an obtuse marginal (om) branch of the circumflex. The dissection was treated by placement of an additional cypher select 2.75 x 8 mm stent at 18 atm. The event severity was moderate and was not a serious adverse event (sae). The event was reported to be unrelated to the device and a highly probable relationship to the procedure. The event outcome was reported to be complete and the event was reported to be resolved without sequel. Two days after the index procedure, the pt developed a new onset of atrial fibrillation. The pt was reported to be asymptomatic and was treated with warfarin, clexane and amiodarone. The event severity was reported to be moderate and was not a sae. The ae was reported to be unrelated to the study device(s)/procedure. The outcome information was reported to be complete and the pt's event outcome was improved/ongoing. The pt was discharged 4 days after the index procedure.

Manufacturer narrative:
The marginal branch of the circumflex target lesion was reported to be: vessel diameter of 2.79 mm, 10 mm in length, a 99% stenosis, not ostial/bifurcation or total occlusion, a readily accessible proximal segment, de novo, not angulated, little or no calcium, concentric, thrombus present, and type b1. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 8 atm. Two cypher select stents were implanted in overlapping fashion. The stents were post-dilated with a 3.0 x 8 mm balloon at 20 atm. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. Please note that device is distributed outside the united states, however, it s similar to the united states product. A report was received that a cypher stent was associated with a dissection during implantation. The event involved a male pt with a history of hyperlipidemia, smoking and a family history of cad. The pt was admitted to the hospital with a nstemi with an undetermined area of distribution and underwent an elective angiogram that revealed one-vessel disease. The pt's pre-procedural troponin levels were 5 or more times above the upper normal limits. This pt's history and presentation with an ami put him at increase risk for mace. Intra procedural medications included asa, plavix, unfractionated heparin and aggrastat. The performance or recording of acts was not reported. The circumflex lesion was described as de novo, type b1, 99% occluded with a timi flow of 2, 2.79 mm in diameter, 10mm in length, smooth, concentric, un-calcified and with thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.75 x 13mm cypher stent at a max inflation pressure of 14 atm. During the placement of this stent, a type a dissection occurred. This event was reported to be unrelated to the cypher stent and was treated with the overlapping placement of a 2.75 x 8mm cypher stent at a max inflation pressure of 18 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This stent was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged from the cath lab on medications that included asa, plavix and unfractionated heparin/low molecular weight heparin. Twenty-four hrs after the index procedure, the pt's troponin levels were still reported to be five or more times above the upper normal limits. Two days after the index procedure, he developed new onset atrial fibrillation and was treated with coumadin, clexane and amiodarone. This event was reported to be unrelated to the cypher stents. The pt was discharged from the hospital 4 days after his admission on medications that included asa, plavix and coumadin. The products remain implanted in the pt and are thus not available for evaluation. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Dissection is a known potential procedural complication associated with stent implantation. There are pt and vessel factors that may have contributed to this event. Please note that this is the initial/final report for this product.